Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome ( radiculopathies) and spinal pain. It was reported that it was taking longer for the patient to charge. The patient has been trying to charge since the morning of the report and couldn't get it to fully charge. It takes the patient 3-4 hours. Also, the patient reported that it took 9 tries to get the lead in and it probably scarred into place. A replacement recharger antenna was sent to the patient. Additional information was received from the from the patient on october 7th that the she got the new antenna but it did not help her charge quicker than the old antenna. It takes her 4.5 hours the charge the implant from when the implant was a little less than 25 percent. The patient confirmed that she gets full coupling boxes and it still seems it was taking longer to charge the implant. The patient noted she could not do things while she's recharging. The patient noted she would follow-up with the healthcare professional (hcp). There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the circumstances that led to the issue of not able to fully charge and the implant taking longer to charge was that it was taking 4-5 hours to recharge. The patient was told by the manufacturer representative (rep) to talk that was normal for patient's unit- it was not what the patient experienced before, no difference with the unit. The manufacturer resent patient for charging belt. The healthcare professional (hcp) had trouble getting into proper area during surgery to put in unit. They sent a new charging piece to put in recharging belt. No further complications were reported.